Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 01-aug-2024 h3: yes, product event summary: the delivery system was returned without the device and analyzed. Analysis indicated the lumen of the delivery system was torn. The device cup of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The analyst noted the deployment test could not be performed due to the condition of the delivery system received. According to the visual inspection test results, these finding positively contributed to the recapture the device during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) could not be recaptured by the delivery system and after some recapture attempts the tether was torn. The leadless ipg was stable in place but there were no threshold measurements available. The leadless ipg was inactivated and replaced and the delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited high thresholds.